Manufacturer narrative:
Concomitant products: product ID 37714, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The manufacturer's representative (rep) and healthcare provider (hcp) reported the patient's system was infected at the spine and was explanted on (B)(6) 2015. It was unknown what led to the event. Troubleshooting, diagnostics, actions, and interventions information was also stated as unknown. It was unknown if the issue was resolved at the time of the report. Relevant medical history included non-malignant pain. Please see manufacturer report #3004209178-2015-24797 for information on the patient's concomitant product.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional reported that the symptoms of the infection included draining of the wound, swelling, fever and pain. Diagnostics performed related to the infection were observation and cultures. The infection was resolved.